Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope. Approximately one week post implant a pacing problem was noted on the implantable pulse generator (ipg). It was noted at implant that the leads had pulled back. High thresholds and high impedance were noted on right ventricular (rv) lead. High impedance was also noted on the right atrial (ra) lead. The patient had been implanted with an abdominal system with epicardial leads, however to address the issues a transvenous system was implanted in the left chest and the leads were capped and replaced with leads placed transvenously. The abdominal implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.